Manufacturer narrative:
(B)(4).

Event description:
There were episodes of non-sustained oversensing were observed on the right ventricular lead. The lead was explanted and replaced and the patient's condition was stable.

Manufacturer narrative:
The analysis of the device did not confirm the reported oversensing. Electrical testing revealed no conductor fractures or internal shorts. The analysis did reveal damage consistent with clavicular crush distal to the suture sleeve. Other damages found are consistent with those occurring at the time of explant.

Event description:
Insulation damage was also observed on the right ventricular lead.